Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a remote merlin transmission, electrogram recordings noted auto mode switching and lead noise on the ventricular channel. Upper out of range pacing lead impedance and lead fracture were observed. The lead was capped and replaced. The patient condition is well. The patient will be monitored with routine follow up.